Event description:
It was reported that there was an alert due to high impedance on the superior vena cava (svc) coil. It was also noted that the svc coil impedance was varying greatly. During the lead revision, it was determined that the impedance change was due to loose connection. The lead was reconnected and the device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as one patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011 03:00:04. The weekly pace lead impedance trend data shows an abrupt increase for min and max svcdefib impedance from 44 to 254 ohms peak between (B)(6) 2011 and (B)(6) 2011.